Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that, after insertion into the sheath moving was not possible. The guidewire was then removed, and friction was felt. At that time it was noticed that the guidewire had been stretched. This is being reported based on the analysis of the returned device which revealed a guide wire separation. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guidewire was returned with blood and thick dried contrast on the coils. There was offset and overlapped intermediate coils proximal to the center solder for a length of 2.3 cm. The entire length of the tip coils were completely stretched out. The overall length of the tip coils was 36.6 cm. The shaping ribbon had separated 1.5 cm distal to the center solder and 1.5 cm proximal to the tipball. The shaping ribbon was intact in the tipball. The core was intact. The core was bent 1.5 cm proximal to the center solder. There was no other damage noted to the guidewire. Another company's introducer sheath was returned with blood on and in the sheath. There was no damage noted to the sheath. The inner diameter of the other company's introducer sheath with the cap depressed was .095". A new bmw guidewire was advanced through the introducer sheath with the cap depressed without resistance. The cap was released and attempt to remove the guide wire was made when there was slight resistance and the tip coils stretched during the attempt. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and analysis of the returned device. Results of the sem analysis indicate that the device shaping ribbon was subjected to excessive ductile overload beyond the design limit of the guide wire causing the shaping ribbon to detach. For the guide wire to fail due to ductile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, it appears that the guide wire was trapped in the sheath and it also appears as if the sheath may not have been opened as the guide wire was withdrawn. The sheath worked properly when tested in the lab but a test guide wire was damaged when the sheath would not open before moving the guide wire. The sem showed that forces applied in the attempt to remove the wire exceeded the strength of the shaping ribbon of the guide wire which fractured. That information and the ability to damage the guide wire with the returned sheath suggest that the sheath was not opened fully when the guide wire was withdrawn, which damaged the guide wire. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.